Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks. Low r-waves were noted which resulted in t-waves being oversensed. The device was reprogrammed to mitigate the inappropriate therapy. No adverse patient effects were reported.